Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced high peak airway pressures, subcutaneous fluid collection, purulent material, mesh appeared loose, enteric content protruding from skin incision, wound infection and subsequent saliva and food draining from small pinhole fistula refractory to wound vac therapy, abscess, nausea, tachycardia, fistula, anemia, hernia recurrence, infection, severe and chronic pain/discomfort, and an open draining wound. Post-operative patient treatment included revision surgery, partial mesh removal, transfer to ICU, oral antibiotics, CT scan, use of drain, wound vac dressing, excisional cutaneous fistulectomy, layered closure with absorbable suture, hospital admission, closure of small bowel enterotomy, placement of dual lumen hickman catheter to left subclavian access for prolonged hyperalimentation, debridement of mesh, pain medications, IV antibiotics, home health services, and hernia repair with new meshes.

Manufacturer narrative:
Additional info: a3, a4, b2 (added hospitalization), b5, b6, b7, h4, h6 (patient codes, device code, imf codes, ime e2402: "high peak airway pressures"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced abdominal pain, hematoma, adhesions, perforation, high peak airway pressures, subcutaneous fluid collection, purulent material, mesh appeared loose, enteric content protruding from skin incision, wound infection and subsequent saliva and food draining from small pinhole fistula refractory to wound vac therapy, abscess, nausea, tachycardia, fistula, anemia, hernia recurrence, enterotomy, severe and chronic pain/discomfort, and an open draining wound. Post-operative patient treatment included revision surgery, partial mesh removal, transfer to ICU, oral antibiotics, CT scan, use of drain, wound vac dressing, excisional cutaneous fistulectomy, layered closure with absorbable suture, hospital admission, placement of dual lumen hickman catheter to left subclavian access for prolonged hyperalimentation, debridement of mesh, pain medications, IV antibiotics, home health services, mesh removal, and hernia repair with new meshes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced hernia reoccurrence, infection, severe and chronic pain/discomfort, and an open draining wound. Post-operative patient treatment included revision surgery and partial mesh removal.